Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that a 3d spin was acquired, but it never transferred over to the navigation system. The exam had a [nav] tag. The manufacturing representative then tried to manually push the scan to the navigation system, but that did not work. He then saved it onto his usb and called technical services (ts). Troubleshooting was performed by removing the imaging system from the equipment page, loading the scan, and readding the imaging system to equipment. The scan was shown under "recent patients", under "acquire images", but when he would click to try to activate it, the white circle would spin, but the images would not come up and the scan on the right would not highlight green. The manufacturing representative then rebooted both the navigation and the imaging systems. Once doing so, he was able to manually push the exam over from the imaging system and proceed with navigation. There was a delay of less than 1 hour to the procedure and no impact to patient outcome. 2019-10-10 initial reporter (rep): the document contained no new information. The logs were uploaded to fdr. 2020-01-16 health professional, image002 (rep): the document contained no new information. Ts replied indicating both logs had already been received and uploaded to fdr.

Manufacturer narrative:
H3) additional testing determined this issue was caused by the imaging system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.